Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ controller ac adapter, model #: 1430de / catalog #: 1430de / expiration date: unk / serial #: (B)(4), UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller dc adapter, model #: 1440 / catalog #: 1440 / expiration date: unk, UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #:1650de / expiration date: 31-mar-2017 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-mar-2016, labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2017 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-mar-2016. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2017 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 31-mar-2016, labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: unk / UDI #: asku. Device available for evaluation: no. Mfg date: unk. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 30-nov-2018 / serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 06-nov-2017. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five batteries, a controller, the controller direct current (cdc) adapters and the controller alternating current (cac) adapter exhibited power switching. The batteries, cdc and cac adapter will be replaced and the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product event summary: there were four batteries (battery a, battery b, battery c , battery d) and one controller ac adapter that were returned for evaluation. A controller, one battery (battery e) and one controller dc adapter were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of cac adapter, battery a, b and d revealed that the units passed visual inspection and functional testing. Failure analysis of battery c revealed that the unit passed functional testing. Visual inspection revealed an illegible release indicator marker on the connector. This is an additional observation not related to the reported event and likely due to the handling of the device. In addition, it was noted during log file analysis that several data points had incorrect values in the data log file. The monitor prevents the controller from transferring log files if it had detected a corrupted file. As a result, this finding is indicative of a corruption during the data transfer between the monitor and usb or between the usb and the personal computer. A review of the available uncorrupted data entries in the data file did not reveal any power switching events. As a result, the reported event could not be confirmed. A power source lubrication procedure was performed on battery a, b and c on (B)(6) 2018. Applicable risk documentation and experience with events of similar circumstances were considered; events involving power switching can be attributed, but not limited, to communication errors and/or momentary disconnections. Additional products: d4: serial #: (B)(6). D10: yes, return date: 11-sep-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial # unk h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6). D10: yes, return date: 12-sep-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6). D10: yes, return date: 12-sep-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 135 h6: FDA conclusion code(s): 19 d4: serial #: (B)(6). D10: yes, return date: 12-sep-2019 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: unk h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 d4: serial #: (B)(6). H6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.